Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie could not be recovered or ejected. A medstation performance analysis maintenance procedure was performed. The field service engineer (fse) resecured all row board cables, resecured all retractor cable connections, and resecured all internal pyxibus cables. The unit was inspected for loose medications and debris. All drawers were inspected for proper rail operation and the presence of slide bumpers. Any loose drawers were tightened. The system was tested and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie latch was broken and would not close. Recovery or ejection could not be performed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.